Event description:
Venous needle placed and blood began to leak from back of device. Needle was removed and needle cannula remained in pt's arm. Removed needle and re-stuck pt arm with a different needle to complete dialysis.